Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead noted high, out of range impedance measurements. Additionally, the threshold measurement had increased. As a result, the output and configuration were reprogrammed. The patient will continue to be followed appropriately. No adverse patient effects were reported.